Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed and product found to be in good condition with a scratched screen. Customer's complaint of no disposable clamp tubing was verified. The event log does not show any related errors. Service will replace the downstream occlusion sensor. Use testing was performed. The problem source is defective component of the downstream occlusion sensor.

Event description:
Information was received that the cadd legacy plus pump had no disposable clamp tubing alarm. No adverse patient effects.